Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: synergy ous mr 3.50 x 24 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination found damage to the mid-section of the stent with struts lifted and pulled. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimp stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x24mm synergy stent was advanced to treat the lesion. However, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x24mm synergy stent was advanced to treat the lesion. However, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.